Event description:
As reported by the stroll study by the operator experienced deployment difficulty with one smart stents. The rotating hub and the lever both became stuck and the stent was only partially deployed. The stent was deployed after the handle was taken apart and the standard "pin-pull." There were no other factors.

Manufacturer narrative:
The product(s) are not available for analysis. A review of the manufacturing route sheets for the involved lot(s) confirmed that the device(s) met quality requirements for product acceptance. Without the return of the actual complaint product the event reported by the customer cannot be confirmed, nor can any conclusion regarding root cause be drawn. There is no evidence to suggest that this event is related to a manufacturing issue or any defect of the device.